Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the handle is "sticking" when the screwdriver shaft is inserted, and it is very difficult to disconnect. This was noted after the operation when the instrument was diss-assembled. This report is for one (1) tear-drop handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the tear-drop handle (p/n: 279702120, lot number: 0709mi) was received at us cq. Visual inspection of the complaint device showed no external damage. Functional test: a complete functional assessment was unable to be performed on the complaint device as no mating devices were returned. The button component worked smoothly. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to inaccessibility of internal components. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as a functional test was unable to be performed and no other defects were identified. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 279702120; lot # 0709mi; supplier: (B)(4). Batch # 1 qty - (B)(4) release to warehouse date: 11 aug 2009; batch # 2 qty - (B)(4) release to warehouse date: 03 sep 2009; batch # 3 qty - (B)(4) release to warehouse date: 25 sep 2009; batch # 4 qty - (B)(4) release to warehouse date: 22 sep 2009; batch # 5 qty - (B)(4) release to warehouse date: 20 oct 2009; batch # 6 qty - (B)(4) release to warehouse date: 28 oct 2009. Device history review: no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.